Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor was experiencing imprecise readings. The patient had premature atrial contractions which the device was misinterpreting as atrial fibrillation. The physician had elected to monitor the patient. The patient did not suffer any consequences.